Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that the patient had a device related thrombus. It was reported via social media that the patient had the watchman closure device implanted. 5 weeks post procedure the patient was noted to have a device related thrombus present. The patient was restarted on anticoagulation medication for the next three (3) months.